Event description:
During a follow-up interrogation, it was reported that the device was not operating properly; oversensing in the ventricle and intermittent pacing. Note: the pt was in bradycardia and had radiotherapy. The device was re-initialized which restored normal functioning. It remain implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Method: review of the electronic data and files received. Results: the reported event most probably resulted from an alteration in the device memory due to the radiotherapy treatment. This is indicated in the device manual; however, resulting damages may not be immediately detectable. Conclusions: normal behavior was restored with device re-initialization. It was recommended on the next follow-up to confirm normal device functioning. Conclusion: reported event most probably resulted from alteration in device memory due to radiotherapy treatment. Normal embedded software operations were reestablished with device re-initialization on (B)(6) 2009. Nevertheless, as indicated in the implant manual, resulting damages may be immediately undetectable. Therefore, next follow-up interval of this pt should be shorten in order to confirm long term normal device's functioning.